Event description:
The customer reported that the device could not pace, shock or sync.

Manufacturer narrative:
The customer reported that the device could not pace, shock or sync. The device was evaluated at (B) (4), and the issue was verified. Replacing the therapy cable and port resolved the reported symptoms.